Event description:
It was reported that during a stent placement procedure in the iliac vein stenosis via saphenous vein, the distal end of the stent allegedly did not open fully. It was further reported that the proximal segment where the stent landed was allegedly measuring larger than the distal segment. Reportedly, a balloon was used to expand the distal part of the stent. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the iliac vein stenosis via saphenous vein, the distal end of the stent allegedly did not opened fully. It was further reported that the proximal segment where the stent landed was allegedly measuring larger than the distal segment. Reportedly, a balloon was used to expand the distal part of the stent. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample was not available for evaluation. Provided x-ray images demonstrate the deployed stent with restricted diameter at one end, and the stent after post pta with fully expanded both ends. The investigation leads to confirmed result for stent self expansion issue. The vessel diameter was 16mm but the target vessel diameter was not constant such that the proximal segment of the vessel where the stent landed was significantly smaller; the vessel was pre dilated, and the user did not experience difficulty during deployment so that no irregular strut pattern was visible; the vessel was not tortuous. Based on the investigation of the provided information, the investigation is closed as confirmed for stent self expansion issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended' and 'post stent expansion with a balloon dilatation catheter is recommended'. Holding and handling of the system for regular deployment was found sufficiently described, in particular the instructions for use state: 'hold stability sheath. Do not hold or touch the dark moving sheath'. A stent size selection table is part of the instructions for use describing the relationship between reference vessel diameter, and unconstrained stent inner diameter. H10: d4 (expiration date: 12/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.